Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed impaired wound healing at cls implant site. Multiple wound checks and wound dressings were performed but unsuccessful. The evoke scs system was explanted.